Event description:
It was reported that the blades were no longer on the balloon upon removal. A 15mmx3.00mm and 10mmx3.50mm wolverine coronary cutting balloon were selected for use. Upon removal, it was noted that the blades were no longer on the balloons after floated. The procedure was completed by stenting and post dilating with a different device. There were no patient complications reported.